Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on the returned sensor and sensor plug was properly seated. The customer stated electrical shock (not static shock).visual inspection has been performed on the returned sensor and sensor plug assembly and no evidence of electrical shock were observed. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and no evidence of fire was observed. An extended investigation was also performed. Visual inspection has been performed on the returned sensor and no issues such as contamination or physical damage were observed. The returned battery voltage was measured, and a power consumption test was performed, and both were within specification. The current draw on the returned reader was within specification. There was no indication that the board or any components on the pcba were drawing excess current that could cause the customer's complaint. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. All test passed indicates no possibility of causing the customer's complaint therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports they experienced an electrical shock while wearing their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports they experienced an electrical shock while wearing their adc device. There was no report of death, serious injury, or mistreatment associated with this event.